Event description:
It was reported that the pt experienced an intermittent shocking sensation at the lead extension connection location when stimulation was turned on. The shocking started (B)(6) 2011 after a series of falls, though the event has not occurred in a month. Impedance measurements were normal. The pt was getting good pain control with the settings. The physician planned to send the pt for an x-ray. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).